Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg pocket site. Reportedly, patient gained significant weight prior to the pain at ipg site. Surgical intervention may take place to address the issue.

Manufacturer narrative:
It was reported a patient was experiencing pain at the ipg site. The patient did not experience any falls or trauma. The patient had effective therapy without impedance issue. The patient met with their physician who decided to try injections in the hip. No pocket revision was planned at the time. The event information pertaining to this incident has been reviewed and no product investigation will be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.